Event description:
It was reported that during a thyroid procedure the doctor noticed dust coming off the device near the pad area when activating. The issue occurred on the first few activations then stopped. The doctor proceeded with the same device. The pt is stable. The device has been discarded and will not be returned.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.